Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000142; product ID: bi71000159; product ID: bi71000142: h3) the manufacturer representative went to the site to test the imaging system. When the door opened, there was a slight popping noise from the inner covers. Readjusting the inner covers corrected the issue. Realigned door cover to elinmate the popping noise. Found crack to outer bottom cover. All tests and verifications successfully passed. System was fully functional and returned to customer for clinical use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system gantry doors were not opening, and when the site tried to open them they heard a "click". No additional information available. No patient was present.